Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have had an emergency room visit on (B)(6) 2014 due to high blood glucose. Customer's blood glucose at the time of emergency room visit 392 mg/dl. After troubleshooting for high blood glucose it was found that cannula was bent. Infusion set will be replaced. No further info provided.